Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 183 cm., body mass index (bmi) 26.3kg/m2. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso): "the patient in this study had a bowel perforation during the procedure. While the procedure itself cannot be excluded as a possible contributing factor, the patient¿s primary disease process and resultant adhesions are likely more contributory to the eventual injury as these adhesions and local inflammation would increase the complexity of the procedure. Therefore, this complication is probably related to the patient¿s underlying disease and only possibly related to the procedure. There is no evidence this complication is related to the da vinci device, the jura device, or the jura procedure."

Event description:
A patient in a study underwent a da vinci and jura system assisted sigmoid colectomy surgical procedure. During the procedure it was reported that there was mesentery that was wrapped around the bowel like a clot, which made access difficult and required prolonged manipulation of the bowel. As a result, a perforation occurred at the splenic flexure. Consequently, a small laparotomy was performed for the proximal resection, and the procedure was finished with a laparoscopically anastomosis using a stapler. This has resulted in an estimated blood loss of 1000ml (there was no blood transfusion) and a procedure prolongation of 60 minutes. The event was reported as resolved the same day. There was no report of a prolonged hospitalization. The study investigator reported the event as severe, a serious adverse event (requiring medical or surgical intervention), oslo classification grade ii, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the jura system, not related to a da vinci device, not related to a third-party device. The patient's prior health condition of diverticulitis, leading to the consequences of inflammation which complicated the manipulation of the colon may be relevant to this event.